Event description:
A physician attempted arteriotomy closure in the right common femoral artery using the prostar 10f after an intervention for a triple a aneurysm. The needles did not deploy. The patient was taken to surgery for removal of the device. The patient is reportedly fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.